Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received on operative notes that during the operation, an abundant amount of metallosis was present in the fluid.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which confirmed the complaint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately five years post-implantation due to pain, discomfort, aseptic lymphocyte-dominated vasculitis-associated lesion (alval), metallosis and infection. During the procedure, the femoral head was removed and replaced and a dual mobility bearing was implanted. Operative report noted that during the operation, an abundant amount of metallosis was present in the fluid. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if product is being returned to zimmer biomet for investigation, as its location is unknown; however, an investigation has been initiated. Once the investigation has been completed, a follow- up MDR will be submitted. Concomitant products ¿ taperloc p/n 13-103206 l/n 774840, m2a magnum taper inserter p/n 139256 l/n 050100.

Event description:
Legal counsel for patient reported patient was revised approximately five years post-implantation due to pain, discomfort, aseptic lymphocyte-dominated vasculitis-associated lesion (alval) and metallosis. During the procedure, the femoral head was removed ad replaced and a dual mobility bearing was implanted. Attempts to obtain additional information have been made; however, no more is available at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.